Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement in (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6), 2013 due to pain. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a right revision procedure approximately nine years post-implantation due to pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as product is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4). This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty in (B)(6) 2006. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2014 due to pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.